Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some of the color on the pump touch screen was "going out." Reportedly, the "test bg in 1-2 hours" text used to be red and is now white. The display issue did not block any graphics or text. The customer's blood glucose level was not impacted. As the pump was still functional, the customer would continue to use the pump for insulin therapy.